Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that upon reviewing merlin.net transmission, the pacemaker exhibited high ventricular rate, which was potentially post sensed t wave oversensing. Programming change was discussed. There was no patient consequences.

Event description:
New information received notes that chest x-ray revealed pleural effusion as well as the device and leads were functioning normally. The physician confirmed that the effusion was not related to the device. No programming change was made. The patient was stable and will continue to be monitored.